Event description:
The customer reported an initial neat result of 676 iu/l on one patient sample to a physician. The physician questioned the result, so the patient was re-drawn, and the sample anlayzed. A neat result of 910 iu/l was obtained. Both samples were diluted and reanalyzed on a second instrument. Results of 558,000 iu/l and 402,000 iu/l were obtained. A corrected report was issued by the laboratory. A bias of this magnitude might lead to inappropriate physican action. There was no report of patient harm as a result of event.